Manufacturer narrative:
PMA/510(k)#: p100022/s001. The rpn and lot number of the device involved in this occurrence is unknown. The device was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: two images are provided along with the complaint report. The complaint stent was likely a 6x80mm zilver ptx stent that fractured in a type ii fashion. The stent ends were overlapped 6mm while the entire stent length was 74mm. This suggests 6mm of longitudinal stent compression at implantation. The stent fractured on its proximal end just inferior overlap with a more superior ptx stent. The fracture was located in the mid right sfa. The stents were thrombosed. The artery was ruptured at the fracture. This could have occurred after the reported fracture angioplasty. A third more inferior ptx stent was also present. Both overlaps were 14mm long. Given a reported a 40mm shortest possible length of the proximal and distal stents, the stented length was at least 126mm (80+40+40-28 (two overlaps)-6 (compression)). Impression: the mid zilver ptx stent fractured in a type ii fashion with 6mm overlap of the fracture ends. Because the overall stent length was 74mm, it was likely a 6x80mm stent implanted in compression. The stents were occluded by thrombus. This likely was secondary to the fracture. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. The stent was likely implanted in compression. This likely facilitated fracture. Significant findings relative to the design or performance of the device were observed. The mid zilver ptx fractured likely causing thrombotic occlusion of all three stents.¿ the customer complaint can be confirmed as imaging revealed the mid ptx stent fractured in a type ii manner. According to the imaging review, the stent fractured on its proximal end, located in the mid right sfa. The stent was likely implanted in compression which likely facilitated the fracture. In addition, according to the physician, ¿nitinol stents lose axial flexibility in artery if native sfa had surgery¿ and believes that is what happened in this occurrence. Imaging also confirmed the presence of 3 stents. All 3 stents were occluded by thrombus, which was likely secondary to the fracture. The thrombosis event is captured under (B)(4). It may be noted that stent strut fracture and arterial thrombosis are known potential adverse events associated with the placement of zilver ptx devices. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided the fractured area was ballooned and a bypass was then conducted. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows: zilver ptx stents were placed at (B)(6) and 6 weeks later they shut down due to a stent fracture. Dr. Saw the patient at (B)(6) hospital he was able to cross and then ballooned that area and brought the patient back for a bypass. Note reports of stent occlusion have been submitted in separate reports. Reference reports # 3001845648-2016-00085, 3001845648-2016-00086 and 3001845648-2016-00087.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The rpn and lot number of the device involved in this occurrence is unknown. The device was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. According to information provided the stent ¿shut down¿ due to stent fracture. It is possible that difficult patient anatomy could have contributed to the stent fracture, however details on patient anatomy were not provided. Information regarding patient condition and the procedure was requested, but no information was received. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. A definitive root cause of this occurrence cannot be determined and no other comments can be made at this time. It may be noted that stent strut fracture is a known potential adverse event associated with the placement of zilver ptx devices. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided the fractured area was ballooned and a bypass was then conducted. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Zilver ptx stents were placed at stanford and 6 weeks later they shut down due to a stent fracture. Dr. Saw the patient at (B)(6) hospital he was able to cross and then ballooned that area and brought the patient back for a bypass. Note reports of stent occlusion have been submitted in separate reports. Reference reports # 3001845648-2016-00085, 3001845648-2016-00086 and 3001845648-2016-00087.